Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: v319534, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot #: v183972, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator for urinary dysfunction/sacral nerve stim. Compatibility guidelines were requested for the following: hyperbaric chamber. Summarized compatibility guidelines. Caller asked if there is potential for harm to them. Reviewed labeling references damage to the neurostimulation system but does not mention harm to patient. A medical or therapy problem was reported. It was reported patient is thinking of having it removed as it is not working as well as she would have liked. Caller has had therapy reprogrammed. Caller notes trial results were less than 50%. Caller states she has severe frequency 45-60 times per hour. Caller is pursuing involvement in a clinical study using hyperbaric chamber treatment for symptoms of urinary dysfunction. Caller states she last saw treating physician 6-7 months. Caller requested written info on hyperbaric. On (B)(6) 2013 it was later reported that the patient had stopped using the device for the past year. The patient stated that she no longer used the device because it caused vaginal pain and was helping less than 50%. The patient stated that she had been diagnosed with ¿end stage,¿ which reportedly meant her bladder had shrunk and held less than two ounces of urine and that she may need to ¿use a bag¿ for the rest of her life. The patient also stated that the cause of most of her pain was endometriosis and she had a hysterectomy. It was noted that the patient had an appointment with her health care provider (hcp) for reprogramming, but was unsure if she should go. Then on 2014-12-11 (B)(4) (con): additional information received reports the patient would like to know if her neurostimulator device can cause skin issues. Her face and arms breakout really bad, it comes and goes. This has been going on for the past 2-3 years since having device implanted. She asks if this were an infection, what would happen. Her device has been shut off for more than a year. The patient had been trying to have device explanted. She wants "it out so badly", but hadn't been able to yet. The patient was waiting for surgical clearance. She hasn't spoken to hcp (healthcare provider) yet about her medical symptoms. It wasn't until recently that it entered patient¿s mind that the implant could be causing her skin issues. Hcp had seen the patient¿s skin, but has yet to say anything about it. Then more information was received on 2019-mar-29 from patient. They reported that the first stimulator never provided relief and was replaced. Patient's 2nd stimulator never really worked for them either and was causing vaginal pain and so they also had that stimulator remove as well. Patient wanted MRI guidelines as the lead was abandon in their body when they removed the stimulator. No further complications were reported or anticipated.